Event description:
Same case as MFR report #2134265-2008-00780 and #2134265-2008-00783. It was reported that following a coronary artery drug eluting stenting treatment procedure, sub acute thrombosis and death occurred. The target lesion was in the pt's native left main trunk (lmt), the left anterior descending (lad) and the left circumflex (cx) arteries. A 2.5x20mm taxus express2 drug eluting stent (des) and a 2.75x20mm taxus express2 des were implanted in the distal portion of the proximal cx. It is unk if the devices overlap; however, they were both considered to be well apposed. There were no pt complications reported. Further intervention was postponed due to the pt's age and the amount of contrast used. The pt had been given 300mg plavix before the procedure; 75mg plavix and 100 mg aspirin were prescribed for follow up. The pt remained hospitalized with further intervention taking place 5 days later. At that time, direct stenting of the heavily calcified, 12mm in length, lesion in the proximal cx was performed with a 2.75x12mm taxus express2 des. The 2.75x12mm taxus express2 des does not overlap either of the previously implanted taxus express2 des devices. The heavily calcified lmt to the mid lad was predilated with an unk type balloon catheter. The lesion was measured at 30mm in length. Rotablator was used. A 3.0x18mm non-bsc des was implanted in the lmt to the proximal lad. A 2.5x28mm non-bsc des was implanted in the lmt to the mid lad with t-stenting technique with the previously implanted 2.75x12mm taxus express2 des. The two non-bsc des overlap each other. The two non-bsc des as well as the 2.75x12mm taxus express2 des were postdilated with unk type balloon catheters using the kissing balloons technique. Angiography and intravascular ultrasound confirmed a dissection had occurred in the mid lad, specifically within the distal portion of the 2.5x28mm non-bsc des. An unk type balloon catheter was used to perform angioplasty on the vessel. There were no abnormalities noted in the proximal cx. The pt was given 5000u of heparin at an unspecified time on this date. The procedure was completed. While still hospitalized 4 days later, the pt reported anterior chest pain. The pt's electrocardiogram (ECG) revealed st-segment elevation. Angiography confirmed thrombosis in the 2.5x28mm non-bsc des implanted in the proximal lad and in the proximal portion of the 2.75x12mm taxus express2 des. An intraaortic balloon pump was insertion and aspiration of the thrombosis and angioplasty was performed with unk devices. The pt developed heart failure and shock. The pt was intubated. The pt died. The reported cause of death was myocardial infarction caused by thrombosis. There was no autopsy performed to confirm the cause of death. It was reported that the pt was compliant with taking antiplatelet medication as prescribed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.